Event description:
The device was implanted without any difficulties. The procedure was performed on bypass with a "short" piece of vein that was anastomosed to the non-dominant lad that had diffuse disease. The pt was transferred to ICU. The pt experienced bleeding sometime postoperatively and was returned to the operating room. According to the info rec'd, the bleeding was not associated with the deployment of the device or the anastomosis site. The pt was put back on bypass and the surgeon noted the vein was distended due to thrombus in the vein. The connector was removed. The connector and vein are being returned for analysis.